Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient developed lesions in the mouth in the area that was in contact with the device. The patient experienced the reaction after using the device for 6 months. The patient continued to use the device for a month before she discontinued using the device. The reaction went away within 1.5 to 2 days after the patient stopped using the device. The patient took benadryl for reaction. The patient has no known allergy. The patient does not have any pre-existing condition. There was no adjustment made to device prior delivering to the patient by dentist. The device was cleaned by rinsing with warm water and brushed with tooth brush. The device was cleaned using warm water prior delivering to the patient.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned upper tray. There was slight roughness due to grinding by patient. No major cracks were found and the layers were intact. Original color was maintained without discoloration. The device was returned clean and in good condition. A review of the material lot was performed and no non-conformances were found. A series of testing on a similar device was performed. The device was evaluated for cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article extracted showed no evidence of causing cell lysis or toxicity. There was no erythema and no edema observed. There was no evidence of the device causing delayed dermal contact sensitization, nor oral mucosal irritation. There were no device problem found with the test article. This incident is being monitored, tracked, and trended.